Event description:
The user stated they had one sample in a 7 ml gold top serum tube which generated a theophylline result of 0 ug per ml with a data flag and the result was reported as less than 0.8 ug per ml. The tech reran the sample and received a result of 20.5 ug per ml. They created corrective report and the patient was not adversely affected. The field service rep could not duplicate the issue. He also checked the probe alignments. To verify the analyzer operation, he performed qc and ran a precision and a check test with proper results.